Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the oxygen (o2) sensor to operate as intended during evaluation when tested in ambient temperatures. However, the reported issue was verified as the o2 sensor failed in the lab-use only (luo) electronic patient gas system (epgs) after exposure in the cold chamber. It failed calibration nine out of 10 times.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the epgs would not pass calibration. He observed the oxygen (o2) sensor cable was not plugged all the way into the sensor. He replaced the o2 sensor. The unit operated to the manufacturer's specification. The suspect component was returned to the manufacturer for further evaluation.

Event description:
The equipment management service and repair (emsar) reported that during notice of field correction (nfc) the electronic patient gas system (epgs) would not calibrate. There was no patient involvement.